Manufacturer narrative:
Philips has investigated the reported complaint and has identified through log file analysis that there is an intermittent issue with the device software that affects the timing of displayed information and the system¿s response to user commands. This pattern is not generated by the user but is consistent with a software issue and as a result, philips has sent a customer information letter (cil) pertaining to this issue under the reference c&r 2021-igt-bst-006. The customer has acknowledged that they have received the cil. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during a procedure x-ray was could not be triggered for 60 seconds. The issue happened when the balloon was in the patient's vessel. After 60 seconds the procedure could be proceeded.  Philips has been informed that the patient passed away. The customer confirmed that the patient passed away due to his health problems and not due to the system issue. Philips is investigating the cause of x-ray not being available during the procedure for 60 seconds.

Manufacturer narrative:
Corrected to adverse event, updated initial text to clarify the event and health impact code, patient outcome code.

Manufacturer narrative:
Corrected the evaluation results code, the component code and the conclusion code.

Manufacturer narrative:
Philips has further investigated this complaint. Philips has confirmed via a review of system log files that the system experienced a software issue, which lasted 23 seconds, followed by repeated x-ray commands from the footswitch. The repeated x-ray commands from the footswitch resulted in a delayed self-recovery from the software issue. Therefore, the time elapsed between the initiation of the software issue and the first successful x-ray was 64 seconds. At the time this complaint was received, philips did not have enough information to exclude the potential for device contribution to the reported death. Since that time, the physician at the customer site confirmed that the patient died due to their health problems and the death was not the result of any delay in system performance. Based on this re-evaluation, this case is not reportable. The investigation codes are updated based on investigation outcome.

Event description:
It has been reported to philips that there was a resuscitation of a patient. The balloon was in the patient's vessel, but the x-ray could not be triggered at that moment because the foot pedal was not working. About two minutes after, everything worked again. Philips has started an investigation of the complaint.